Manufacturer narrative:
The operator was present and was responsible for table movement. A service recommendation, for a modification kit that would reduce the severity of an injury should a pt move their hands and take hold of the side of the table is now available. As a preventive action measure these mod kits will be installed at all locations in the united states.